Event description:
It was reported that the procedure was being used on a female pt to declot a lower arm graft over the wire in interventional radiology. Several passes were made with the device without issue. The pt was successfully declotted, however, when the device was removed from the pt, the basket completely separated from the proximal weld. The orange cannula also separated around the same area. Fluoro showed a normal loop graft without tight curvature or impeding stenosis. It was also noted a .018" stiff wire was used and not the standard .025" size. There was no delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.